Event description:
It was reported that the trach has a defective balloon.

Manufacturer narrative:
No product was returned for investigation. The DHR for the identified lot number was reviewed and no issues related to this complaint were observed. The investigation will be reopened if product is received.